Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device pgh481 batch number, and no non-conformances were identified. Summary: it was received for analysis two opened boxes with seven and ten unopened samples of product. During the visual inspection of thirteen unopened samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed using an instron and the tensile strength force was above the minimum requirement. Per the condition of the samples received, no performance - breakage suture was found and the tested samples met the finished goods requirements. Additional information was requested, and the following was obtained: did all seven sutures break during actual use on patient? Yes. If no, please indicate how many broke during actual use on patient and how many broke before use on patient? How long was the surgery prolonged? Unknown. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? No. Was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain - no. Reported events regarding suture breakage seven times in a row were submitted via medwatches 2210968-2020-02537, 2210968-2020-02538, 2210968-2020-02540, 2210968-2020-02541, 2210968-2020-02542 and 2210968-2020-02543.

Event description:
It was reported that the patient underwent a pediatric thoracic procedure on (B)(6) 2020 and the suture was used. During the surgery, the suture broke. The procedure was delayed by an undetermined amount of time. Another like suture was used to complete the procedure with no patient consequences.